Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR record review- a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Disposition: unconfirmed comments: a review of the raw material device history record revealed this lot (6816201) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2014, due to a non union of a proximal humerus. It was reported that the hardware did not break. The hardware removal was due to not healing properly. It was reported that the surgeon removed a 9mm titanium cannulated proximal nail, 40mm titanium spiral blade and an unknown screw, quantity unknown. The surgeon removed the hardware and the patient was revised to a plate. The procedure was successfully completed with no patient injury reported. This is report is for the 9mm titanium cannulated proximal nail 1 of 3 for this event, complaint (B)(4).

Event description:
Per additional information, it was reported the surgeon performed bone grafting procedure and revised the patient to a plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.